Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined. The reported medication required was a result of case-specific circumstances. Thrombosis/thrombus is listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a thrombus requiring medication. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. One mitraclip was successfully implanted reducing the mr to a grade of 1. It was noted that a thrombus was found after retracting the steerable guide catheter (sgc) from the left atrium to the right atrium. The patient was treated with additional heparin and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.